Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer support walked patient through pump reset, error did not reoccur after reset, patient was advised to wait before starting new sensor session, and was instructed to contact support again if error returned.